Event description:
It was reported that during a semi-open sigmoidectomy, the firing knob was broken off at the fourth firing of functional end to end anastomosis when the firing knob was stuck and then moved forward forcibly. The target tissue was stiff. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4) - firing knob, damaged slip block assembly additional information received: did the device staple? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. Did the pieces of the device fall into the patient? No. If yes, were they removed? Na. Will all pieces of the device be returned? No information. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.